Manufacturer narrative:
The suspect device was returned for evaluation. The white tip of the catheter was found detached from the catheter body, validating the reported issue. Under magnification, it appeared that only one side of the fusion was properly formed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality and management team members.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the tip of the device broke off outside the patient during a pe thrombectomy. No additional patient consequence to report.